Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the pump was unresponsive. The customer's blood glucose level was 440 mg/dl. The customer connected the pump to a power source to charge for one hour and the pump remained unresponsive. Reportedly, the customer has insulin pens available as alternate insulin therapy.

Manufacturer narrative:
The investigation has been completed. Based on the analysis, the alleged malfunction could not be verified; however, a different issue was identified.